Event description:
The user facility reported during a procedure, the image turned pink with large horizontal stripes and was not at all visible. The image was unable to be retrieved and the procedure was aborted. The patient was instead sent for a barium enema. There was no allegation of harm.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation found fluid invasion on the electrical connector burndy contact pins. The fluid invasion caused an electrical short, thereby damaging the charge coupled device unit. The cause of the fluid invasion was not able to be determined.